Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was discharged to shirley ryan for rehab. Providers there stopped patient's bumex for multiple days and patient was found to be in cardiogenic shock and respiratory failure. Patient was readmitted to (B)(6) hospital where patient was reintubated, started on milrinone and inhaled nitric oxide. She has since been extubated. The nitric and milrinone were stopped on (B)(6) 2019 and patient is doing clinically well. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The account communicated that the patient was discharged after vad implant for rehabilitation. Rehabilitation providers stopped the patient¿s diuretic medication for multiple days and the patient was found to be in cardiogenic shock and respiratory failure. The patient was readmitted to the hospital where the patient was reintubated and started on blood pressure medication and inhaled nitric oxide. The patient has since been extubated and medications were stopped on (B)(6) 2019. The patient is reportedly doing clinically well and was discharged back to the rehabilitation facility. The account reported that the device did not contribute to the patient¿s cardiogenic shock and that the device operated as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The current heartmate 3 lvas IFU lists respiratory failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.